Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the drive support cap is protruded. The customer was advised to revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call that he was hospitalized due to high blood glucose customer's blood glucose at time of incident was 1600 mg/dl. The customer was admitted to the hospital. The customer's blood glucose was stabilized and discharge. The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 53 mg/dl. The customer was admitted to the hospital.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed a33 during basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump passed the displacement test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump had minor scratched display window, cracked display window, cracked case at the display window corner, scratched case, cracked belt clip slot, cracked reservoir tube, scratched reservoir tube window, partially broken reservoir tube lip and scratched keypad overlay.